Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced excessive additive quantity and air bubbles in gel. This event occurred 270 times. The following information was provided by the initial reporter. The customer stated: the lab technician tells me that there is double the amount of gel in the tubes and that the gel is bubbly, out of about 270 tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/16/2021. H.6. Investigation: bd received fifteen (15) samples for investigation. The samples were evaluated by visual examination and the indicated failure modes for excessive gel quantity and gel air bubbles with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issues of excessive gel quantity and gel air bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of excessive gel quantity and gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced excessive additive quantity and air bubbles in gel. This event occurred 270 times. The following information was provided by the initial reporter. The customer stated: the lab technician tells me that there is double the amount of gel in the tubes and that the gel is bubbly, out of about 270 tubes.